Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the speaker fell off of the television boom. Upon some functional test fse confirmed the customer hit the speaker and knocked it off the monitor boom. Fse remounted the speaker back on the monitor boom to resolve the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the speaker fell off of the television boom. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.